Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis, and a log file was downloaded for review. The log file did not contain any events that would indicate an issue with the system controller. The heartmate 3 system controller was returned for analysis without a backup battery. A test battery was inserted into the controller and the controller was functionally tested. The system controller was connected to a mock loop and operated the system for an extended period, during testing, without any issues or alarms activating. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. Customer order was shipped on 14feb2024. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient information was not provided, request for this information will be made. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller was being prepped as the backup controller for a new implant in the operating room. The customer was unable to clear "replace backup battery (bb) alarm" after properly seating the bb. An additional bb was used but the alarm did not clear. A new controller was opened with new bb and was set up successfully.